Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to deliver a bolus due to insulin pump being stuck in rewind. Customer reported that issue occurred for three to four months. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.